Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
During the index procedure 1 endeavor sprint 3.0mm diameter x 12mm length rapid exchange (rx) drug eluting stent was implanted in the ramus. It was reported that an mi occurred on the day of stent implantation. Mi was categorized as a non q wave mi, in the territory of the implanted stent. Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic / free of symptoms at the 30 day, 6 month, 12 month and 18 month follow up.